Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced a shocking sensation. The patient fell and was diagnosed in the hospital with a wrist fracture. The patient remains under medical supervision.